Event description:
Pt received coils as part of their procedure (fistula maturation) and developed an irritation believed to be an infection. The coils remain in the pt and they are being monitored/treated.

Manufacturer narrative:
Still under investigation at this time.